Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made analysis of the device is in process; the results will be forwarded when available.

Event description:
The device was returned with no information. A search by serial number revealed that the device was implanted for less than 1 year before the death. The death occurred greater than 2 years ago; therefore, no reasonable contacts for follow up exist. No complaints, allegations, or previous contacts have been made regarding the device.